Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to what the customer reported was found in meter memory. This is a final report.

Event description:
Customer reported that on (B) (6) 2010 she received a reading of 350 mg/dl on her freestyle flash blood glucose meter and self-administered extra insulin in response, which resulted in an "extremely low reading" which was not provided. She further reported experiencing tremulousness, extreme confusion and "passing in and out" with a resultant loss of consciousness. This event reportedly occurred in her car. It is unknown if she was driving at the time, but there was no report of an automobile accident resulting from the reported loss of consciousness. No third-party emergent intervention was reported. Customer self-treated by eating candy and drinking juice. There was no report of death or permanent injury associated with this event.

Event description:
It was reported that during a video assisted thoracic surgery left upper lobectomy procedure, during firing or return of the blade, the device jammed and would not open. The device was cut out. (B)(6).

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: the customer did not wash the test site prior to testing, which may lead to imprecise results.